Event description:
The manufacturer received information alleging a ventilator was displaying a "low o2 flow" alarm. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board and interface board need to be replaced to address the issue.